Manufacturer narrative:
Complete information for patient identifier = (B)(6). A search for tickets with a similar issue found no other tickets and no trends were identified related to this issue. Return testing was not completed as returns were not available. Historical performance of reagent lot 20032un19 was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 20032un19. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of product labeling revealed adequate labeling for the handling of reagents, interpretation of assay results, and troubleshooting this complaint issue. Based on the investigation no product deficiency was identified for the architect c16000, serial number (B)(4), or the concentrated diluent, lot 20032un19.

Event description:
The customer reported falsely depressed sodium (na) results on one patient generated on the architect analyzer. The results provided were: (B)(6) = 111mmol/l (normal range 136-145mmol/l), result was released to physician. The physician questioned the result, so on (B)(6) 2019 the customer retested manually with a different tube from same patient (B)(6) = 141mmol/l / then with a new sample, same patient (B)(6) = 141mmol/l. There was no reported impact to patient management